Event description:
Additional information received indicates surgical intervention was undertaken wherein the leads were explanted and replaced.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the bilateral leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
He reported observation of high impedance on the returned lead was confirmed. The root cause of the observation was due to a lead body kink where all internal wires were broken. A microscopic 50x visual inspection of the lead found explant damage to the lead body. Electrical measurements were not taken due to visual confirmation of the lead having internal lead wire damage.